Manufacturer narrative:
The field support engineer (fse) went on site and determined the speaker assembly is defective and needs to be replaced. Good faith efforts (gfes) are ongoing to obtain the serial number. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported the intellivue multi measurement server x2 displays a speaker malfunction inop error message and is not producing audible sound. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer site and confirmed the defective speaker. The fse replaced the speaker assembly to resolve the issue. The speaker was replaced, and the device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.